Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer reported that they replaced the xenon lamp and the issues were resolved. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to excessive operating hours of the lamp (operating hours of the lamp exceeded 500 hours). The event can be prevented by following the instructions for use (IFU) which state: "[average lamp life] approximately 500 hours of continuous use (with intermittent use, the lamp life may vary slightly.)" Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) personnel to report his event. During the call tac informed the customer that the error code displays as a result of an igniter failure once the main lamp has exceeded the recommended usage and needs replaced. The spare lamp coming on is only meant to be used to remove the device from the patient safely, not to perform the procedure. Tac provided the customer with the replacement lamp part number. The subject device is not scheduled for return.

Event description:
The customer reported that his olympus evis exera iii xenon light source was producing an e103 communication error and not showing the displayed image during an unspecified procedure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.